Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:53:08 during night drain cycle one. The patient's ultrafiltration reading was high, indicating the home patient drained more than their maximum programmed fill volume. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes visual inspection, functional and electrical testing on the device. The increased intra-peritoneal volume event was identified through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.